Manufacturer narrative:
(B)(4). Visual examination of the returned product identified the identifiers on the device were confirmed to match the complaint. Visual inspection found a failed weld between the strike plate and handle body. The strike plate exhibits impact marks. The surface scuffing and scratching are present on the shaft. The complaint is confirmed based on the evaluation of the returned product. DHR was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a procedure the curved impactor handle broke. There was no harm or health consequences to the patient. It was reported that no further information is available.